Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that one patient sample generated an initial architect stat troponin-I assay result of 0.22 ng/ml on an architect i2000sr analyzer (sn: (B)(4)). The sample was retested and generated a result of 0.01 ng/ml. The sample was then tested on another architect i2000sr analyzer (list number 03m74-02, serial number (B)(4)) in the lab and generated an initial result of 0.22 ng/ml with a retest result of 0.01 ng/ml (the sample was not recentrifuged between runs on either analyzer). A new sample was collected and generated an initial result of 0.74 ng/ml (on both analyzers) and a retest result of less than 0.01 ng/ml (on both analyzers). The patient's physician had questioned each of the two samples' initial elevated results as not correlating to the patient's clinical history. The customer uses a normal reference range of less than 0.01 - 0.03 ng/ml. All controls have remained within specifications. There were no such issues with any other patient samples. There is no impact to patient management reported.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no related adverse trends in conjunction with the complaint issue currently under evaluation. No non-conformances were found, which may have impacted the performance of the product. No returns were made available from the customer site. Historical performance in the field of reagent lot 32122un17 was performed. The patient median result for this lot was analyzed and found to be within established control limits. No unusual reagent lot performance was identified. A review of the architect i2000sr analyzer instrument logs did not identify any conclusive information indicating a sample integrity issue. The architect stat troponin-I assay package insert and the architect operations manual contain information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists.